Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on september 20, 2019. They reported that the hospital had discarded the ins before it could be picked up, so the device would not be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since (B)(6) 2019, the patient noticed the ins was overheating and was burning the skin from the inside. Due to the overheating and burning, the patient didn't want to turn the ins on and wanted it removed. The ins was explanted on (B)(6) 2019, and this event was reported to be resolved as of (B)(6) 2019. It was requested that the ins be returned for analysis and the rep confirmed that the hospital would be returning it. No further complications were reported or anticipated.